Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, ventilator service required error codes were confirmed in the event log. The device's power management board was replaced to address the issue. Additionally, not related to the issue, since cracks in the coating of the internal battery cables were confirmed, the internal battery was replaced preventively.

Manufacturer narrative:
On previously submitted report, a ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, ventilator service required error codes were confirmed in the event log. The device's power management board was replaced to address the issue. Additionally, not related to the issue, since cracks in the coating of the internal battery cables were confirmed, the internal battery was replaced preventively. The power management board was evaluated by the manufacturer's product investigation laboratory (pil) and found the power management board functioned as designed and operated without issue or error codes.